Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that lead to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause is a low battery transmitter voltage. No injury or medical intervention was reported.